Event description:
Additional information was received. The revision procedure was performed. This lead was removed and replaced successfully.

Event description:
Boston scientific received information that two months post implant, this left ventricular lead displayed lower impedance measurements than during implant. In addition, increased threshold measurements were obtained. An x-ray will be performed and a decision regarding lead revision will be made in the near future. Subsequently, the x-ray was performed revealing this lead was dislodged. A revision procedure is intended in the next few months. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.